Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that log files for the pt were reviewed. The pump speed had dropped to 140 at one point and the doctor stated there was a pump malfunction. The speed had been increased from 9600 to 12000 during the catheterization lab. In checking the pt's chart, the pt was admitted on (B)(6) 2012, with upper back, neck, and jaw pain. He had prior multiple stents in place. Approximately a few days into his hospitalization, he experienced a prolonged episode of ventricular tachycardia (vt) which was eventually converted using amiodarone only. Two days later the pt exhibited an elevated lactate dehydrogenase ldh which is now 3500. Diagnosis was non-stemi. The doctor ramped the pumps' speed to 12000 to "increase the pt's oxygen stats to an expectable level." A transesophageal echocardiography (tee) was performed and showed mild to moderate aortic insufficiency (ai) and a small patent foremen ovale (pfo). The left ventricle (lv) was full with a left ventricular end diastolic diameter (lvedd) of 7.5. The right ventricle (rv) was struggling, but not excessively according to the cardiologist. The central venous pressure (cvp) was 28. The inflow was properly positioned and no outflow graft obstruction or lv thrombus was noted. The pt was on angiomax and coumadin. Additional information was received stating that a pump exchange from on lvad to another lvad took place on (B)(6) 2012 and thrombus at the inflow stator was observed. The contributing factor to requiring high pump speeds was severe ai. The aortic valve had been closed with a parc stitch at the time of the first initial implant. This stitch had broken at some point in time leaving the av incompetent.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.